Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the medication cabinet was in disconnected mode, and patient and order information may not have been current. An automatic critical override was initiated. The ER was selected; however, the same issue was observed across all units. Additionally, the bd pyxis check for pharmacists to verify orders processed through logistics was impacted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-feb-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the pyxis medication cabinets were in disconnected mode. A technical support specialist (tss) contacted the customer by phone and found that the health site viewer was showing all devices as not communicating. The tss remotely connected to the server and restarted and started the necessary services. The bd data synchronization server service was restarted, and the carefusion aria agent service was started. The customer verified that the issue was resolved. The customer granted permission to close the ticket. The system functioned after the technical support specialist troubleshot the device.